Manufacturer narrative:
Information received via medwatch report ((B)(4)). No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown. Expiration date - unknown. Device manufacture date - unknown.

Event description:
Per medwatch report (B)(4), patient... Was diagnosed with a stress fracture requiring medical treatment to her right femur ("underlying injury") "thereafter, patient began receiving treatment of the underlying injury from a qualified medical provider." On or about (B)(6) 2012, patient was prescribed the use of the bhs unit... As part of the treatment for the underlying injury". Patient has suffered: pain, suffering, and inconvenience..." The allegations of the complaint are unverified."

Manufacturer narrative:
The claims of the patient are not verified. The device is not available for evaluation. However, allegations of medwatch that pt was "denied access to anyone who might have been able to provide key info" are unfounded. Engineering, marketing, and legal personnel along with two company representatives and customer care representative were all involved in resolving the patient's complaints and issues. According to the manual (1068012l rev b) on page 18, the manual recommends the flx-5 coil for "femur" and on page 19 both flx-4 and flx-5 coils are applicable for "femur." The use of either flx-4 or flx-5 is dependent on the patient's anatomy and "depth or penetration" required for treatment. Direct communications with the patient from various company personnel provided the patient with all the information she requested.